Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while preparing the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated. Some difficulties were experienced while establishing communication, but as everything seemed fine, the implant progressed normally. During the procedure, telemetry was disrupted by electrocautery. The s-ICD was connected to the electrode and attempts were made to re-interrogate the device. Despite repeated attempts, the s-ICD could not be successfully interrogated. As a result, this s-ICD was explanted and replaced. The s-ICD was successfully interrogated following the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.